Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen which made it hard to read text. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported the insulin pump had unexplained no delivery alarms, motor errors, and rejected a new battery. The insulin pump will not be returned for analysis.